Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # 330c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards, without reload present and with a tyvek. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 330c80, and no non-conformances were identified.

Event description:
It was reported that during the anterior resection of the rectum robotic operation, after a first use of the mechanical stapler echelon flex psee60a, it was no longer possible to reload as the branches remained open, replaced with another stapler. Green reloads used. No consequences for the patient.